Manufacturer narrative:
The integrated electrosurgical unit (iesu) generator was returned for failure analysis. The generator energized and cauterized, and all ports recognized instruments. The error logs listed multiple errors m-12, m-0b, m-1f, m-b0, c-84, c-00, m-31.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted nephroureterectomy surgical procedure, customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported "activation has been interrupted" message appeared during energy activation. Prior to contacting tse, customer attempted to troubleshoot the issue by using backup monopolar instrument cord, another monopolar instrument and power cycled erbe generator, but issue persisted. Tse reviewed logs and found error c-34 pointing to erbe generator. Tse informed customer that erbe generator needed service. Tse asked customer to look for backup covidien generator and energy activation cable. Isi clinical sales representative (csr) contacted tse and inquired if customer was able to use the force triad generator in place of the erbe. Tse informed csr that the customer would need a cable to connect. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse identified erbe generator failed the electrical safety test (est) during preventative maintenance (pm). Fse replaced the erbe to resolve the reported issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. Isi received the erbe generator for the failure analysis; however, the investigation is in progress. A supplemental MDR will be submitted if any additional information is received.